Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. Device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (won't charge batteries) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt and battery charger/modem..

Event description:
A us distributor returned electrode belt sn (B)(4) and battery charger/modem sn (B)(4) for investigation. The distributor reported that wires were exposed on the electrode belt, and the battery charger/modem was unable to charge a patient's batteries properly.